Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. At approximately 3:00 am est on (B)(6) 2025, the patient¿s husband contacted emergency services due to the patient exhibiting signs of distress, including moaning, groaning, and thrashing movements. The patient was noted to be incoherent at the time. Paramedics arrived within approximately five minutes. Upon arrival, they measured the patient¿s bg level at 21 mg/dl, while the cgm was displaying a reading of 400 mg/dl. Due to the discrepancy and the patient¿s condition, the paramedics removed the insulin pump. Emergency treatment included administration of IV medication, as well as oral intake of peppermints and peanut butter. By the time the paramedics departed, the patient¿s bg had stabilized to a range of 90¿100 mg/dl. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. The g7 wearable was evaluated. An external visual inspection was performed and no damage was found. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. Device analysis would not confirm the issue nor determine a probable cause. No additional patient or event information is available.